Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. Regarding the power switch failure, it was likely that the product in question was a product prior to countermeasures due to the redesign of the power switch, but since there were no problems in the past, there was no chance for the product to be updated. Regarding the issue of no image, it was likely that it was caused by a failure of the printed-circuit board due to repeated use for a long time.

Manufacturer narrative:
The device evaluation found that the issue with no image with 180 type scopes was due to a faulty printed circuit board. There was also a power switch failure. The housing had corrosion on the bottom chassis, the front panel chassis, and on the picture in picture (pip) connector. There was minor corrosion on the top cover. The software also needed to be upgraded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The evis exera iii video system center was returned to the olympus service center with no reported allegation of a malfunction. During the evaluation, the service center identified the issue of no image with 180 type scopes. No patient harm was reported.